Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise with oversensing leading to inappropriate therapy was observed. The high voltage therapy was turned off until the device was explanted and replaced on (B)(6) 2019. The patient was stable following the procedure.

Manufacturer narrative:
Additional information: the device was interrogated using a programmer and communication was found to be normal. The device image and programmer printouts were obtained and reviewed. The remaining battery capacity to elective replacement indicator (eri) and current trend appeared normal. Review of the stored egms verified noise leading to inappropriate therapy. A visual inspection was performed and scratches were observed on the device can. No other anomalies were found. Functional testing was performed. Test leads were connected to the device and the lead impedance measurements were performed using the programmer. The pacing and the high voltage (hv) lead impedances were high and out of range. A function generator was then connected, and the sensing functionality of the device was tested. Noise was observed on all channels in the real-time egm. The device enclosure was cut open for further evaluation. The internal supply voltages were measured and monitored on the oscilloscope. One of the reference voltage signals was found to be unstable and oscillating. Additionally, the resistance across one of the capacitor connections measured higher than normal. The out of range lead impedances and noise leading to inappropriate therapy were due to the unstable reference voltage signal, and consistent with a capacitor to electronic circuit board connection anomaly. The reported event was confirmed.